Event description:
Olympus medical systems corp. (Omsc) was informed that when the scopes in the storage was checked during the handling study session, it was found that foreign material like blood adhered to the tip of the subject device. There was no report of patient injury associated with the event. The subject device had been reprocessed with oer-3. It was additionally reported that the facility staff did not inspect for clogging after a procedure.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and the foreign material like blood could not be confirmed by visual check. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. As a result of the decomposition survey, no traces of foreign material could be seen in each channel. The air/water valve (maj-1444) had a small crack. Omsc presumed that liquid that flowed back to the air/water channel during procedure could not be removed during cleaning, and flowed out from the channel later. Mechanism of generation: (1) during the case, blood and body fluid flowed back into the channel of the scope. (2) blood and body fluid flowing back into the channel was solidified and clogged. (3) blood and body fluid clogged inside the channel could not be washed during reprocessing. (4) the clogging in the channel could not be washed, but bubbles and water supply from the tip were confirmed at the time of pre-use inspection. (5) body fluid in the channel was discharged as a foreign material.